Event description:
Event description guidant received information that a revison procedure was performed secondary to loss of capture exhibited by this ventricular implantable lead. During the procedure, the lead was discovered to have been inappropriately positioned in the coronary sinus, which was not the intended position.